Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a clinic visit, far-field r wave oversensing and noise were noted on the atrial channel. On (B)(6) 2016 the patient was brought into the clinic and programming changes were made. The patient was asymptomatic.